Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred at the end of treatment. The leak was visually observed in the drain line in the hansen connector. The machine alarmed. Estimated blood loss was 300cc. Patient refused to complete treatment on a new setup. Patient had no adverse effects and no medical intervention was required. Sample was discarded.